Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 her bg reading was 600 mg/dl and the cgm was around 60-80 mg/dl, she tried to treat her false low readings on her dexcom g7 by consuming sugary foods. The patient only had 1 test strip (bg) at home to check her readings, so she wasn't able to calibrate. She started to feel tired, dehydrated and was vomiting. The patient had her husband take her to the emergency room (ER). The patient was unable to recall much of the event and treatment she was given at the ER. She was able to remember that she was treated with intravenous fluids, medication to increase her potassium IV (unable to provide name) and was given insulin shots. The patient was discharged on (B)(6) 2025. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.